Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm intermittently occurred during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.